Event description:
Procedure: nissen. Reportedly, a piece of needle detached from the suture into the cavity. The needle was not retrieved. X-ray was not taken at the time of the procedure. No pt injury reported.